Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3 west, three different cubies showed storage failure errors with a device was not detected on bus message. The customer rebooted the pyxis unit, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a storage failure had occurred and the device was not being detected on the bus. The field service engineer (fse) reported that the customer had resolved the issue by clearing a medication that had become stuck and confirmed that the device was functioning properly. All tests passed successfully. The system functioned as intended after the customer resolved the issue.